Event description:
The customer reported that fluoroscopy would not track and the system locked up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced and the configuration files were reloaded. The system was tested and found to be working as intended and put back into service.